Event description:
It was reported that the device was leaking. The device was used on a pt. There was no pt harm. Add'l info was requested but no add'l info was given. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the duckbill seal was acceptable but the device's ring within the seal cap had several cracks. Upon eval a leak test was performed, and the device did not pass leak testing.